Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) was "set to work at 60 bpms", but the patient was getting a readings at 39bpm and 42bpm. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.